Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and had a blank screen. They were walking down a street when they noticed they could not see anything. The customer¿s blood glucose level was 110 mg/dl. The customer mentioned that there were quick flashes where the screen would come up pixelated but not readable. Troubleshooting was performed but the display did not return to normal. It was noted that the insulin pump had been bumped. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd driver. Unable to verify missing segments/partial display or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.